Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, arterial stenosis (arterial stenosis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: jagus d, skrzypek e, migda b, wozniak w, mlosek rk: usefulness of doppler sonography in aesthetic medicine. J ultrason 2020; 20: e268-e272. Doi: 10.15557/jou.2020.0047.

Event description:
This MDR is related to MDR 3013840437-2021-00026 and 3013840437-2021-00028 referring to the same literature article. This is a literature report from a retrospective study aimed to assess the usefulness of high frequency doppler imaging in the diagnosis of vascular complications after augmentation procedures with tissue fillers. This literature report from the poland concerns a (B)(6) female patient. She was injected with a hyaluronic acid, into the lips, for a lip augmentation. After the treatment with hyaluronic acid, the patient developed pain and an uneven skin surface on the left side of the upper lip. Investigations included a color doppler(cd), pulsed wave doppler (pwd) and a microflow imaging (mfi). An arterial stenosis was found with high-resistance pw spectrum before the stenosis. The ultrasound evaluation of the labial arteries with the use of color and pulsed wave doppler, showed a visible stenosis of the artery in color doppler and high resistance spectrum before stenosis (the patient experienced pain on this side and the skin was uneven). Microflow imaging detected flow. The outcome of the event was unknown. In the opinion of the author, the skin ultrasound with doppler options is a useful tool in the diagnosis of aesthetic medicine complications. There is a growing interest in dermal ultrasonography among both doctors specialized in dermatology and aesthetic medicine, as well as patients. This creates a need to constantly incorporate new imaging techniques and functions featured by modern ultrasound scanners into dermal ultrasonography. In addition to standard assessment of the epidermis, dermis and subcutaneous tissue, imaging of the vascularity of the examined area should be a crucial element of each examination. Imaging of skin vessels is currently rare, although it has been shown to be extremely useful.